Event description:
This lv lead was implanted on (B)(6) 2012, and remains implanted as of this time. A report received on (B)(6) 2016, stating that this lead was involved with infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).